Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported white particles in a cartridge as the lens was unfolded during an intraocular lens (iol) implant procedure. Extra irrigation and aspiration (I/a) was performed to remove the particles. The lens remains implanted.